Manufacturer narrative:
Date initial report sent: 11/21/2007.

Event description:
Procedure: nephrectomy. Pt sex: unk. According to the reporter: the device was fired over the vena cava and the reload would not open to remove from the tissue. They had fired the gun before the incident and fired it after without a problem. The tech opened and closed the gun before each firing. The surgeon clamped the vein and tied it off with suture to remove the reload. No injury. Add'l info received classified this event as a "product problem" not an adverse event and the case was delayed only slightly.